Event description:
It was reported that tip detachment occurred. The 50% plus stenosed target lesion was located in the femoral vein. An 8 fr non bsc sheath was used. After the 0.035 non bsc guide wire crossed the lesion, the 7.0mm x 200mm, 135cm charger balloon catheter was advanced however, resistance was encountered upon loading the balloon over the wire. Resistance was again encountered when the device was being advanced to the vessel. When the balloon catheter was positioned in the target lesion, the balloon was inflated 3 to 4 times. The charger balloon catheter and the guide wire were successfully removed from the patient after completion of the case. After the balloon catheter was removed, it was then noticed that the nose of the balloon looked smashed. The physician believes that a portion of the catheter tip detached and remained on the guide wire; no fragments were left inside the patient. The physician also mentioned that the guide wire was hit by the sheath distally to the balloon but did not feel that a kink in the wire caused the issue. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the balloon catheter with a guidewire inserted through the tip and wire lumen. An examination of the tip found that the tip was intact (not detached) however, the distal edge of the tip was pushed back proximally at one side. The guidewire was free moving through the wire lumen with no resistance noted. The outer diameter of the wire was measured to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The 50% plus stenosed target lesion was located in the femoral vein. An 8 fr non bsc sheath was used. After the 0.035 non bsc guide wire crossed the lesion, the 7.0mm x 200mm, 135cm charger balloon catheter was advanced however resistance was encountered upon loading the balloon over the wire. Resistance was again encountered when the device was being advanced to the vessel. When the balloon catheter was positioned in the target lesion, the balloon was inflated 3 to 4 times. The charger balloon catheter and the guide wire were successfully removed from the patient after completion of the case. After the balloon catheter was removed, it was then noticed that the nose of the balloon looked smashed. The physician believes that a portion of the catheter tip detached and remained on the guide wire; no fragments were left inside the patient. The physician also mentioned that the guide wire was hit by the sheath distally to the balloon but did not feel that a kink in the wire caused the issue. No patient complications were reported and the patient's status was fine.